Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1 date of submission, (B)(4) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed scratches on the display lens that obstructed the display. During investigation, the pump was powered on and the display was found to function properly. There were no lines through the display. The pump was opened and no damage was observed inside the pump. Unrelated to the complaint, investigation revealed a crack in the battery compartment.